Event description:
It was reported that the customer had a beep anomaly on the insulin pump. Customer's blood glucose level at the time was 300 mg/dl. Customer stated that the pump beeps in the middle of the night and there is no alarm. Customer stated that the beep anomaly occurs once or twice a week. Insulin pump will be replaced. Customer had a displayable history check failed on startup alarm, an unexpected restart alarm, and an external ram error alarm. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the unexpected restart alarm test. No alarms noted. No alarms noted. However, the insulin pump alarmed display history failed on startup alarms noted in alarm history due to corrupted history files. The insulin pump was monitored. No unexpected beeps or alarms noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.